Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the right ventricular lead delivered shock but failed to convert the rhythm at max output. Finally, it appeared that the internal shock treated the arrhythmia. During the procedure, the lead was placed in more apical location and a dual coil lead was added. The patient was stable before, during and after the procedure.